Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery (bd) central processing unit (cpu). It was reported that the customer will replace the bd cpu and have a covidien customer support engineer (cse) install new software. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). The evaluation of the device has been completed. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that while in patient use, the ventilator generated an error message that rendered it inoperable. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.